Event description:
It was reported through remote transmission, multiple episodes of non sustained rv oversensing due to myopotential oversensing were observed. The patient was asymptomatic. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.